Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency - urge incontinence; the trial began on (B)(6) 2020. It was reported the trial patient thinks the lead may have moved because they felt stimulation in various area over the last 24 hours.